Manufacturer narrative:
(B)(6)

Event description:
The customer complained of an issue with their coaguchek xs meter that may impact the interpretation of their results. The customer stated that "behind the comma, the number isn't readable." It was stated that there were missing segments in the results display field. There was no allegation of any erroneous results or an adverse event. The meter was requested to be returned for investigation.

Manufacturer narrative:
The meter was returned for investigation. Upon investigation of the returned meter, conductive rubber was found to be improperly adjusted.